Event description:
It was reported that the patient was post-operatively hypotensive. The physician believed it to be related to the sedative used during the implant procedure. An echocardiogram was performed given the aggressive measures that were necessary to position the left ventricular (lv) lead. A tiny pericardial effusion was observed and was attributed to the lv lead. A dose of phenylephrine was administered which resolved the hypotension. The lead remains in use. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.